Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient presenting with cardiomyopathy, with a history of coronary artery disease and renal insufficiency. During setup, the automated impella controller (aic) displayed a ¿purge cassette not detected¿ error. Troubleshooting was performed, including removal and replacement of the purge cassette, which temporarily resolved the issue. When the white plug was connected, the purge cassette error reappeared. Out of an abundance of caution, the clinical team exchanged the controller. The account has requested maintenance for the controller involved. The reported events are failure to detect the purge cassette, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and full support was resumed without any known adverse events.

Event description:
The nurse reported that the automated impella controller (aic) being stuck in the priming/fluid screen following a de-air process. The issue was unable to be resolved. Aic was exchanged which was completed without issue. Alarm initiated for purge system open. A purge cassette change which was completed and the alarm resolved. No further issues.

Manufacturer narrative:
D6a should have been left blank. B5 and h6 updated based on the additional information. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
Corrected: d1, h3. Added: d6b. The purge cassette issue on ic7974 was not determined.

Manufacturer narrative:
B2 revised selection as it was entered incorrectly on the initial report that was submitted. D4 revised catalog number, lot number and primary UDI number due to new information received. E1 added initial reporter facility name, initial reporter address line 1, initial reporter city, initial reporter state, zip code and zip code extension as they were omitted from the initial report that was submitted. G2 added selection that was omitted from the initial report that was submitted. G4 added PMA/ 510(k) as it was omitted from the initial report that was submitted. H10 this is one of three related reports. This report represents the automated impella controller and other reports were submitted to represent the impella 5.5 and purge cassette.